Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one-touch ultralink meter had an "error 2" issue. The patient indicated that the alleged meter issue started the same day, at 9:30 am. Before the reported issue began, the patient claimed that he "felt hypo." The patient administered self-treatment by eating food and/or drinking a beverage at around the same time the alleged meter issue began. The patient's blood glucose was not tested on another device during the time of concern. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the unresolved "error 2" issue. There is no evidence, however, that the alleged meter issue contributed to the patient's symptoms/injury. The patient claimed that his symptoms developed before the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.